Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope distal end cover fell off into the cheek of the patient. The staff was placing a biliary stent, the stent would not deploy. The staff pulled the stent out and noticed the distal end cover was missing. It was retrieved in the patient's mouth. There was no injury to the patient. The procedure was able to be completed with a different device. The procedure was completed with a similar distal end cover. The procedure was slightly prolonged by a few minutes. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred. The scope will not be returned to olympus for evaluation. Related complaints: (B)(4).

Event description:
The following additional information was provided: it was confirmed that the distal cover involved in the event was a new design product. The retrieved distal cover was not damaged. No anti-fog agents, nor chemicals were used during the procedure that could have adhered to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged. It was also confirmed that the distal cover was pushed firmly until the hook shown in the attached image of the distal ring was fully visible within the distal cover opening. However, it was reported that the user did not pull or twist the cover to ensure the cover did not easily come off the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event (distal cover detachment) occurred due to insufficient attachment to the scope which caused the cover to fall off easily. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 - 4.1 (detection). Operation manual: chapter 3 - 3.5 (preventive measures). This supplemental report includes new information received regarding the event. B5 updated accordingly. Also, a correction has been made to e2, e3, g2, and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Sending a correction in coding. This complaint was inadvertently not coded correctly in h6 per the FDA additional information request (air). This complaint is for the tjf (scope). Per FDA, the h6 component code needs to be tip. Sending a correction to the component code.